Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noisy signals and low out-of-range pace impedance measurements during an implant procedure. Subsequently, this rv lead was attempted and replaced. No adverse patient effects were reported.